Event description:
The customer reported that there was generator communication error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The sys automatically shuts down when this occurs. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and rebooted the sys. The sys operates as intended.